Event description:
The account alleges that the head and hi/low will not function, resulting in an inability to achieve CPR.

Event description:
It was reported that the patient received inappropriate shocks. A device reset and a possible output anomaly was also noted. The lead was replaced. Upon explant, insulation anomaly was observed.

Manufacturer narrative:
The reported field experience was confirmed. Analysis revealed an abrasion through the inside out on the outer insulation. The outer insulation was abraded in several areas of the lead body, exposing the rv cables. One of the rv cables was fractured and melted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.